Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Biomet recently received information from a retrospective data collection submitted by surgeon. Attempts to obtain additional information including product identity have been unsuccessful to date. Date implanted - unknown. (B) (4).

Event description:
It was reported that patient underwent knee arthroplasty on an unknown date. Subsequently, an arthroscopic procedure was performed on (B) (6) 2006 due to patella clunk. No further information is available.